Event description:
Reporter alleged obtaining the results of 19.6 mmol/l and 7.5 mmol/l back to back within 10 minutes on the aviva system. Reporter stated he is on an insulin pump and was receiving small amounts of insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).